Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display appeared to be frozen on the lock screen and was unresponsive to the customer's input from the touchscreen or wake button. Additionally, the battery gauge was observed to not increase despite being plugged into a power source and displaying the charging icon. This battery issue led to a pump shutdown. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.